Event description:
Initial total psa result for a patient was 0.0002 ng/ml and upon repeat was 1.95 ng/ml. Field service representative was unable to determine the cause. Field service representative performed maintenance procedures on the instrument.